Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that infection at the site of the device was observed. The system was explanted. The patient condition is stable. Related manufacturer reference number: 2938836-2020-01397 and 2938836-2020-01398.

Manufacturer narrative:
Analysis was normal. No anomalies were found.